Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction stopping all insulin delivery. During troubleshooting with tandem technical support the malfunction was able to be cleared and insulin delivery was successfully resumed. Customer's blood glucose level was 122 mg/dl.